Event description:
A malfunction was reported on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer switched to multiple daily injections as a backup therapy, and technical support arranged for a replacement pump to be sent. Instructions were provided to the customer on placing the pump in storage mode and returning it to tandem.